Manufacturer narrative:
D4 unique identifier (UDI) #: corrected UDI from (B)(4).

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) on (B)(6) 2025 and a thrombus was noted on the watchman closure device. There was no leak noted, and the closure device was stable.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) on (B)(6) 2025 and a thrombus was noted on the watchman closure device. There was no leak noted, and the closure device was stable.